Event description:
Same case as MFR: 2134265-2014-07207. It was reported that during a treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right groin. The 95% stenosed target lesion was located in the moderately tortuous instent restenosed obtuse marginal. A 1.2mm x 12mm over the wire threader was advanced to the lesion, an attempt was made to inflate the balloon to 6 atm and it ruptured on the first inflation. Then then went in with a rapid exchange 1.2mm x 12mm threader, again on the first inflated the balloon ruptured at 6atm. The device was exchanged for a 1.5mmx15mm non-bsc device and was advanced over a non-bsc guide wire, which was dilated and then they completed the procedure with a 2.5mm non-bsc balloon catheter and a promus premier stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).